Manufacturer narrative:
(B)(4) date sent to the FDA: 5/11/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code vcpb840d. A blunt tip was observed at the tip of the needle. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the tip was blunt and unfractured. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the tip was blunt, likely due to original manufacturing. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 472 ¿g/m(B)(4) date sent to the FDA: 5/11/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3, g1 corrected information: d4, h4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch qlmjxk mfg date: 10/21/2020, exp date: 9/30/2025 batch qlmelh mfg date: 10/13/2020, exp date: 9/30/2025 batch qlmbrp mfg date: 10/6/2020, exp date: 9/30/2025 ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 472 ¿g/m

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: could you please confirm the lot number? Qlmelh, qlmbrp or qlmjxk? All are estimated lots. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? There were no adverse consequences to the patient. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain? Additional radiography was performed. Was there any additional tissue damage as a result of searching for the needle piece? No. What is the patient¿s current health status and condition? The patient has been hospitalized. There is no problem in patient condition. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number qlmjxk /vcpb840z11, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device lot number qlmelh /vcpb840z11, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device lot number qlmbrp /vcpb840z11, and no non-conformances related to the reported complaint condition were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 472 g/m.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported during an emergency cesarean section at the last few stitches of the abdominal fascia suturing by interrupted suturing, when the needle was returned to the mayo table while being grasped by the needle holder, a nurse noticed that the needle tip had been missing. The nurse immediately reported to the doctor that there was no needle tip. Both the doctor and the nurse opined that they felt no discomfort from opening the package to use. There was no particular resistance when the tissue was pierced. Particularly, the tip was not grasped. There was no impact or sound when the needle broke. The tip was not found in the search by a metal detector and x-ray, and the surgery was completed based on the judgment that there was no possibility of internal remnant. No adverse patient consequences were reported. Additional information was requested.